Event description:
Follow-up information revealed fluoroscopy imaging showed the patient's lead had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the same lead was repositioned. The patient reported effective stimulation therapy postoperative. Surgical intervention resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is receiving stimulation coverage in the incorrect area. It was noted the patient was implanted for foot coverage. However, the patient feels stimulation in his abdomen. Subsequently, the patient will undergo surgical intervention as the next course of action.